Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery/severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included vaginal bleeding, foot pain, headache, neuritis, myalgia, wrist pain and skin hyperpigmentation. Concurrent conditions included strabismic amblyopia, cough, obesity, smoker, amenorrhea, urgency urination, nephrolithiasis, hematuria, dysfunctional uterine bleeding, urge incontinence, rash, folliculitis, palpitations, hyperlipidemia, joint pain, chest pain, pain in arm, diarrhea, vomiting, abdominal pain, irregular menstrual cycle, heartburn, gerd, urinary tract infection, seborrheic keratosis, menorrhagia, candidiasis and cervicitis. Concomitant products included levonorgestrel (mirena) in 2018 for birth control. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("mental anguish /anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation"), deformity ("disfigurment"), back pain ("back pain") and mental disorder ("psychological injuries"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and back pain had resolved and the anxiety, anhedonia, emotional distress, general physical health deterioration, deformity and mental disorder outcome was unknown. The reporter considered anhedonia, anxiety, back pain, deformity, emotional distress, general physical health deterioration, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Reporter's information was added. Date of insertion and date of removal was added. Added event abnormal bleeding (general), mental anguish /anxiety, loss of enjoyment of life, humiliation, degradation, disfigurement, back pain, psychological injuries, plaintiff did not undergo essure confirmation test. Updated outcome of events: pain,abnormal bleeding. Updated onset date if events. Medical history, concomitant condition, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.